Manufacturer narrative:
MDR 9618003-2019-14762/ device 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user stated that 2 wafers from 2 market units had starter hole off-centered far enough that she did not feel comfortable using them. Reportedly, neither wafer was used by the end user. No photo is available at this time.